Manufacturer narrative:
Number was not provided. It is noted that per the instructions for use (IFU - art-20701b) provided with the finished proxicor for pericardial closure device, that the potential complications provided lists acute or chronic inflammation, infection, patch dehiscence and undesired remodeling. Although the exact cause of the reported event cannot be conclusively determined, the event is a known complication associated with a valve replacement/open heart surgical procedure. No further details are available at this time, should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this letter to the editor summarizes the results of eight (8) patients whom were implanted with cormatrix patches (product and size not specified, but likely cormatrix ecm for pericardial closure) as a pericardial substitute in these patients with valve disease in which surgery was second or third intervention. This study was a single center, single surgeon study presented in this letter to the journal of cardiovascular surgery titled "is cormatrix really a recellularization scaffold as a pericardial substitute in cardiac surgery?" The letter summarizes the usage of cormatrix ecm to close the pericardium of these patients having undergone unspecified valve disease surgery over the period from 2014 to 2015, and closed with an oversized piece of ecm using interrupted sutures for closure. None of the patients presented complications during the hospital stay and follow-up related to the patch except one (reported separately). The letter to the editor reports the case of a (B)(6) yr-old male patient with history of valve disease, aortic stenosis, prosthetic endocarditis caused by candida parapsilosis, was operated on in (B)(6) 2015 to replace a dehiscent mechanical prosthesis used for an aortic valve with a 23mm mitroflow 12 bioprosthesis, and used cormatrix ecm for closure of pericardium. The patient presented in (B)(6) 2016 with prosthetic endocarditis and the same pathogen candida parapsilosis was isolated in blood cultures. A relationship with an improper antifungal treatment was determined. The patient was re-operated on, and upon opening the sternum the patch presented increased thickness, breaking off in layers during dissection. The aortic prosthesis presented vegetation occupying all the effective area with dehiscence and was replaced. Evolution was favorable, and patient discharged from hospital 21 days later. Follow-up attempts to contact the corresponding author have been unsuccessful and no details have been provided regarding specific product used and corresponding lot numbers. Should any additional information be received a follow-up report will be filed.